Event description:
At 4 years 9 months after the primary, the patient came in reporting pain due to a loose cup and the cause of the loose cup is unknown. The surgeon revised the cup and liner to competitors and revised the medacta head to a medacta head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 12 december 2022. Lot 160830: (B)(4) items manufactured and released on 20-may-2016. Expiration date: 2021-may-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 2018.